Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter would not pair with phone occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A bluetooth test was performed and failed. A review of the share logs was performed and signal loss over an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to signal loss due to the transmitter and app were not being able to restore the connection. No injury or medical intervention was reported.